Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap, missing, brown particles, non-penetrating nicks. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening, consistent with use of a surgical tool on radius side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge openings on radius side due to surgical damage.

Manufacturer narrative:
Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.